Event description:
It was reported that the remote transmission showed an electrical reset occurred. The device was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed there was power on reset parameters. It was noted there was a power-on-reset (por) for critical ramparity error on (B)(6)-2013 and a patient alert for device circuit error on (B)(6)-2013. (B)(4).